Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer shut off when the universal serial bus (usb) extension cable was connected into the usb port. The programmer did not shut down with just the usb connected in the usb port. It was determined that the usb extension cable was bad. The programmer remains in use. No patient involvement or complications were reported as a result of this event.